Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems b)(4) that an ar-6482 dw remote wiring came loose and not connecting as intended. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-6482 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the connector damage. Visual inspection found that the connector was damaged, exposing the wires. The most likely cause of the observed failure is misuse by the end user.